Manufacturer narrative:
Additional information: h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10 (event date): the event occurred on an unspecified date of november 2024; further described as "last week". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette had no caps (pull rings) on the lines. This was observed before opening the packaging of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.